Event description:
Doctor reported that the unit is shocking patients when handpiece touches the patient's mouth. The doctor reported that the unit does not do this everytime, but has been happening for about two weeks. The doctor reported that the shock that the patients experienced was a discomfort, but not to the point of injury.